Event description:
Reporter alleged customer had been receiving erratic blood glucose readings. It was stated blood glucose measured 54 mg/dl at 6:23 pm back to back with a reading of 297 mg/dl when testing was performed one test right after the other. No actions or treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.